Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. High blood glucose reading was 462 mg/dl at the time of event and low blood glucose was 55 mg/dl. The customer stated that the insulin was squirting out and continues to drip after motor stops during the priming process. Customer treated high blood glucose with insulin pump and low blood glucose with food. Customer also stated that the retainer ring was cracked and the reservoir was able to lock in place. Customer was using insulin pump within 48 hours of the reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.